Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported cartridge pan separation issue could not be confirmed as no anomalies were noted during visual and functional inspection; the pan was noted to be assembled as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic diverticulectomy procedure, the device was fired once and then scrub tech attempted to reload device with blue reload. The device couldn't be reloaded as it was noted that the back metal part of the previously fired cartridge was still in the jaws of the device. The case was completed with another device of the same product code. There were no patient consequences reported.